Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported events as alleged by the patient¿s attorney. The information provided alleges that the mesh "sometime after placement the device malfunctioned by, inter alia, contracting, suffering degradation, and causing an intense foreign body and inflammatory response." It is alleged that as a result of these failures the patient underwent removal of the defective device. Inflammation is identified in the adverse reaction section of the instructions-for-use as a possible complication. The sample was not returned for evaluation and medical records are not available at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug was implanted to repair the hernia defect. It is alleged that sometime after placement the device malfunctioned by, inter alia, contracting, suffering degradation, and causing an intense foreign body reaction and inflammatory response. On (B)(6) 2013: as reported, as a result of these failures, the patient has suffered severe injuries and required substantial medical care which has consisted of, amongst other things, removal of the defective device. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported events as alleged by the patient¿s attorney. The information provided alleges that the mesh "sometime after placement the device malfunctioned by, inter alia, contracting, suffering degradation, and causing an intense foreign body and inflammatory response." It is alleged that as a result of these failures the patient underwent removal of the defective device. Inflammation is identified in the adverse reaction section of the instructions-for-use as a possible complication. The sample was not returned for evaluation and medical records are not available at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 6 years post implant of perfix plug, patient was diagnosed with hernia recurrence, groin pain, inflammation thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug was implanted to repair the hernia defect. It is alleged that sometime after placement the device malfunctioned by, inter alia, contracting, suffering degradation, and causing an intense foreign body reaction and inflammatory response. (B)(6) 2013: as reported, as a result of these failures, the patient has suffered severe injuries and required substantial medical care which has consisted of, amongst other things, removal of the defective device. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the patient had a direct hernia in the floor of the inguinal canal. A medium sized perfix plug was placed and anchored to the surrounding structures with sutures.¿ (B)(6) 2013 - patient was diagnosed with chronic right groin pain thereby underwent repair with the removal of old mesh and repair of occult hernia. Per operative notes, ¿the external oblique fascia was opened and immediately noticed that there was mesh underneath the fascia. There was no apparent hernia at this point. The mesh was gently separated from the external oblique fascia and the mesh was found to be a very large extensive wad of mesh going from the pubic tubercle up to the external ring. The bulk of the mesh was removed. No attempt was made to get all of the mesh out since it appeared to be stuck to the femoral artery and vein. The resulting hernia defect was then closed with sutures.¿ (B)(6) 2013 - patient frequently visited hospital for pain in right groin area thereby had treatment with ilioinguinal trigger point injections and medications. Attorney alleges that the patient had mesh migration, mesh shrinkage, nerve damage, hernia recurrence, pain, mesh stuck to femoral artery and vein, chronic inflammation associated with mesh and emotional injuries.